Event description:
Feeding tube was inserted into lung of intubated pt. Discovered on x-ray and pt at that time also noted to have small pneumothorax. Feeding tube was removed. Pt's status remained unchanged from pre-existing serious condition involving respiratory system.